Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
It was reported there was a low out of range impedance value. It was noted they were in the operating room and all the impedance readings looked good except for 0-1 which was at 37 ohms. It was noted the patient was still ¿open¿ and ¿it sounded like they would try and replace the extension.¿ it was stated the issue was resolved. It was stated they reconnected the lead/extension connection and the impedances were all normal.